Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device fails pressure patient occlusion test. There was no patient involvement.

Event description:
It was reported that the device fails pressure patient occlusion test. There was no patient involvement.

Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 a review of the device history record for (B)(6) was performed from date of manufacture 02/19/2013 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200165420 for test failure - pressure test which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring.